Event description:
A customer reported receiving a cartridge alarm 20a. There was no reported impact on the customer's blood glucose level. The distributor is awaiting the return of the pump to conduct a check, and no additional outcome information was provided.